Event description:
Boston scientific received information from a clinician that the patient with this product may have developed an infection. Our field representative in the area did not have any additional information regarding the patient or the products.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.